Manufacturer narrative:
(B)(4). (B)(6). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with automated peritoneal dialysis therapy. The breach in aseptic technique was not further described. Peritonitis was manifested by stomach pain. The patient was hospitalized for the peritonitis event on an unknown date in the same month that this report was received. The patient was treated with unknown antibiotics (intraperitoneal, dose, frequency, and duration not reported) for peritonitis. Dianeal and extraneal therapies were ongoing. At the time of this report, patient outcome was unknown. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.